Manufacturer narrative:
(B)(4). No complaint sample was returned by the customer; however, the customer provided six photos of a used sheath. A visual inspection performed on the photos revealed that the sheath is split, however; no conclusion could be drawn from the photos provided. A device history record (DHR) review was performed and no relevant findings were identified. The reported complaint that the sheath tears incorrectly could not be confirmed based on the provided photos. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that it was not possible to remove peel-away sheath due to lack of incision on one side of the sheath.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that it was not possible to remove peel-away sheath due to lack of incision on one side of the sheath.